Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false load, which was not reproduced during evaluation. A review of the event history log verified the reported symptom. The cause was determined to be a force sensor being out of specification and failing calibration. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false load. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.